Event description:
Customer reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level mentioned. Technical support instructed the customer to plug the adapter into a known working outlet, but this did not resolve the issue. Despite using a different charging cable, the problem persisted. As a resolution, technical support planned to send a replacement wall adapter, charging cable, and charging pad, advising the customer to rely on an alternate method if the battery depleted before new equipment arrived. Follow-up efforts included a voicemail after an unanswered call.